Manufacturer narrative:
This follow up report is being filed to relay additional product information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - lot and expiration date ni, initial reporter - address ni , manufacture date ¿ ni. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. Product location unknown.

Event description:
Patient underwent an open reduction internal fixation procedure (orif) on the left side approximately three weeks post-implantation due to tibial fracture.